Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The annulus of the burr was flared, damaged and not rounded. The damage to the annulus is consistent with burr coming into contact with the guidewire during use leading to the damaged annulus and the reported fractured rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09411. It was reported that a rotawire fracture occurred. The target lesion was located at the severely calcified coronary artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During preparation, outside patient's body, the burr was loaded on the rotawire and functional check was done. However, it was noted that the rotawire detached near the burr. The rotawire was replaced with another of the same rotawire and was attempted to be loaded on the same burr; however, the rotawire could not be inserted due to the detached rotawire in the burr lumen; thus, the burr was replaced with another of the same burr which completed the procedure. There were no patient complications reported.